Event description:
Caller reported that tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the customer repositioned the pump on the charging pad and left it there for a few minutes, requiring no further assistance.